Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the electrode impedances tested at 3v were : c0: 2072 ohms c8: 2276 ohms impedances were reviewed for MRI guideline. The rep was redirected to follow up with the health care professional (hcp) if they want to stim those contacts to bring impedances down. On 2019-april-17, additional information was received from a manufacturer representative (rep) stating that the high impedances were observed prior to the MRI exam. The cause of the high impedances was not determined, however both contacts were not being used. The rep with doctor's instruction stimulated both contacts for 15 minutes and rechecked, c0 came sown to normal ranges and c8 came down to 2210. The doctor instructed to processed with MRI. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.